Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a ruptured 5.3 cm abdominal aortic aneurysm. The aortic neck is 15 mm in length and it did not contain any calcium or thrombus. It was reported that the bifurcated stent graft and the iliac limb were successfully implanted. A reliant balloon was used to dilate the proximal aortic neck. During modeling of the bifurcated stent graft, it was pulled down 8 mm and required an aortic cuff to be implanted. The aortic cuff was implanted resolving the inaccurate delivery; however, the aortic cuff was partially covering the right renal artery (MFR #2953200-2010-00941). The physician implanted two bare metal stents in the right renal artery. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results: inaccurate stent graft delivery. Conclusion: inaccurate stent graft delivery.